Manufacturer narrative:
Neuronetics' social media monitor reached out to the person who posted the alleged adverse event. However the person did not respond to the request and therefore a thorough investigation could not be conducted. Neuronetics could not confirm the person was treated with neurostar but is reporting out of an abundance of caution due to the serious nature of the allegation.

Event description:
Neuronetics received a negative social media post alleging tms may have "made me worse, can't stop suicidal thoughts".